Event description:
The customer reported that during an esophagectomy, a piece of the active waveguide disengaged from the blade and fell into the pt's cavity. The piece was retrieved and there was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.